Event description:
It was reported that during a laparoscopic sigmoidectomy, the jaws could not be opened with the release button when the device approached to the target tissue. It was before the device was used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. Reinforcement material was not used. No device will be returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)?---before 1st. What color cartridge was being used? ---blue. What other color cartridges were used before and after this event? ---no information. Were any unexpected noises heard? ---no. If so, when? Were any of the forces higher or lower than expected (closing or opening)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no information. Is there any other additional information you would like to share about this device or procedure? ---no. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.